Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the pump module area of the cycler and from the external of the cassette after ending pd treatment. The pdrn reported receiving air detected in cassette alarms prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the patient received multiple air detected in cassette alarms throughout treatment. The fluid leak was found leaking down the patient lines of the liberty cycler set during dwell 2 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The pdrn stated that the plastic part of the cassette was cracked and broken. The pdrn confirmed that the cassette was not cracked or broken prior to setting up for treatment and confirmed that they did not damage the cassette while inserting the cassette. The cause of the leak was unknown, and the pdrn stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event using a different machine. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the pump module area of the cycler and from the external of the cassette after ending pd treatment. The pdrn reported receiving air detected in cassette alarms prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the patient received multiple air detected in cassette alarms throughout treatment. The fluid leak was found leaking down the patient lines of the liberty cycler set during dwell 2 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The pdrn stated that the plastic part of the cassette was cracked and broken. The pdrn confirmed that the cassette was not cracked or broken prior to setting up for treatment and confirmed that they did not damage the cassette while inserting the cassette. The cause of the leak was unknown, and the pdrn stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event using a different machine. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.